Event description:
During routine testing of the device at the service center, the service technician reported, the power switch was difficult to operate. The monitor was originally returned for a f100 error code when the power switch was found. Since this event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.